Event description:
It was reported that after an elevate anterior was implanted, the patient experienced urinary urgency and frequency. A urine culture was positive for a lower urinary tract infection. The patient was started on levaquin on (B)(6) 2015. The patient returned to the office on (B)(6) 2015 and the urine dip at that time was normal. She did not require further treatment and the event was considered resolved on (B)(6) 2015. No further patient complications were reported in relation to this event. Related to MFR# 3011770902-2015-00004.